Manufacturer narrative:
(B)(4)

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. It was reported that the patient exposed components to MRI, CT scan, or diathermy treatment. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.